Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified crack opening, delamination, crease flat, wear abrasion. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. And crack opening and also identify crease sharp opening on radius. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure, a crack opening on diaphragm valve due to cracked valve seat diaphragm valve and a crease sharp opening on radius due to an fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.